Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wire in the back of auxiliary drawer 5.1 repeatedly disconnected due to a hard to pull drawer railing and missing screws. The field service engineer (fse) removed the old drawer, installed and configured a new drawer, and completed station shutdown and restart as part of the repair process. The system verified operable through drawer passed diagnostic testing. And functional testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary wire at the back of drawer 5.1 kept disconnecting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.